Event description:
It was reported that the customer touchscreen display is unresponsive. The device was dropped on the floor. The customer has elevated blood glucose levels due to stress.

Manufacturer narrative:
The device has not been returned for eval. Should add'l info be received, a supplemental form will be completed.